Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# unknown, product type: recharger.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator recharger (insr). It was reported the healthcare professional (hcp) office had a patient in which the connection was loose, the insr wouldn't charge, the ins was shut off, there was a return of tremors, and they had to hold black and grey wires into the charger at times to charge. No further complications were reported as a result of this event.